Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had the coating peeling. The issue was observed during reprocessing. There were no reports of patient harm associated with this event. Additional information has been requested regarding this event; however, it has not been received.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the insertion tube was leaking, squashed, the coating peeling and boot about to separate, the light guide coating was peeling, the bending section cover was dented, the bending section cover rubber glue was cracked, the insertion tube insulation test failed, the light guide tube was worn, and the scope connector body unit air valve was loose. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred by applying stress to the insertion section such as the following. ·physical stress such as by rubbing/ hitting insertion section it was confirmed that the device had nonconformities due to physical stress. ·chemical stress from reprocessing not recommended by instructions for use (IFU) (reprocessing manual) ·stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) The root cause of the reported issue could not be identified. Olympus will continue to monitor the field performance of this device.